Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unknown date, the patient was hospitalized for peritonitis. Patient outcome was unknown. The cause of and treatment for peritonitis were not reported. It was reported the pd catheter was removed. The reporter declined to provide additional information.